Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The patient deaths and device malfunctions referenced in the article are filed under separate medwatch report numbers.

Event description:
This is filed to report serious injury. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, myocardial infarction, stroke, decompensation, recurrent mitral regurgitation, unchanged mitral regurgitation, severe bleeding requiring blood transfusion, pericardial effusion, re-hospitalization, re-clipping, and surgical intervention. Device issues include single leaflet device attachment/slda. Details are listed in the article, titled ¿impact of cardiac comorbidities on early and 1-year outcome after percutaneous mitral valve interventions: data from the german transcatheter mitral valve interventions (trami) registry.¿

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and complaint history records could not be conducted, because the lot numbers and serial numbers were not provided. The reported patient effects of myocardial effusion, cerebrovascular accident (stroke), mitral regurgitation, heart failure, hemorrhage and pericardial effusion as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. The reported patient effects of death, myocardial infarction, cerebrovascular accident (stroke), heart failure, unchanged mitral regurgitation, hemorrhage and pericardial effusion are likely related to procedural circumstance. Additionally, the reported recurrent mitral regurgitation is likely a procedural outcome. There is no indication of product issue with respect to manufacture, design or labeling.